Manufacturer narrative:
A ge service representative performed an on site investigation. Connections were repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce an image and fluoroscopy xray. No report of patient injury.